Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'system error 322' was reproduced. A review of the event history log (ehl) revealed occurrences of system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be link screw is not engaging the switch when the link is depressed. The link will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The process step during which this occurred was unknown. The department where the event occurred was the nursing floor. There was no patient involvement. No additional information is available.